Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. Additional information: d9, g4, h3, h6, h11 h11: the device was received for evaluation. During functional testing, a failed downstream occlusion was not reproduced. A review of the event history log revealed multiple downstream occlusions however the history log cannot be used to determine test failures. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor readings being lower than intended range, which is a known contributor to undetected downstream occlusions. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.